Event description:
Information was received from a patient who was implanted with and implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a new ins implanted because she had felt stimulation in her leg when she raised stimulation up past 1.6v. The patient reported that she couldn't increase stimulation past 1.6v without feeling stimulation in leg. The patient reported that she went in 3 times to get the ins reprogrammed by a manufacturer¿s representative (rep) and it would work perfect for about a week after the reprogramming but then would go back to the same problem. The patient reported that they thought the problem was caused by the device pressing a nerve. The patient reported that she hadn¿t had a follow up appointment yet after getting the new ins to see what exactly the healthcare professional did. The patient reported that she didn¿t know if new ins had resolved the feeling stimulation in leg yet. The patient was walked through on turning stimulation on and increased it. The patient reported feeling stimulation in the correct area, strong but comfortable. The patient reported that she would wait and see if her previous issue resolved with the new ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.